Event description:
It was reported that protector p14 leaked. The following information was provided by the initial reporter: when using p14 protector during the keytruda preparation leakage observed. The leak occurred at the vial attachment site with the protector.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2020. Investigation summary : DHR review from lot 2001106 was reviewed not finding any annotation or no-conformance that could be involved in the event reported. Sample received was contaminated. Since no pictures nor samples are available for the investigation; three retained samples were requested for testing. After a visual inspection of all retained samples received, no issues or defect were observed on protectors. The protector was connected to a vial using m12 assembly fixture. Then, the protector+ vials was attached to a syringe already connected to an injector. After a function test, following dgp102 (current version) the bladder worked properly for all samples. No leak in the expansion chamber was found. Liquid could move between syringe and vial without anomaly for all samples. No leakage was found between protector and vial for all samples. Therefore; the event reported could not be replicated durig the investigation and root cause cannot be established.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that protector p14 leaked. The following information was provided by the initial reporter: when using p14 protector during the keytruda preparation leakage observed. The leak occurred at the vial attachment site with the protector.